Event description:
It is reported that the pt had bilateral total knee arthroplasty in 2004 and that the pt was revised in late 2005, due to loosening of the devices.

Manufacturer narrative:
Eval summary: no product was returned for eval. Also, no x-rays were returned for review. Pt's info such as height and weight are unk. The surgeon performed the revision due to components loosening, although it is not stated if it was the femoral components, articular surfaces, or tibial components that loosened. There is insufficient evidence to determine the sequence of events that lead to the loosening and revision of the devices. Based on the available info, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.